Event description:
It was reported that the coil broke, resulting in unretrieved device fragment and additional intervention. An embold? Soft 2x2 coil was selected for use to treat a partially ruptured and enlarging splenic pseudoaneurysm. The patient suffered from acute and chronic pancreatitis at the third order branch off the superior mesenteric artery (sma) in pancreaticoduodenal arcade. The target lesion was challenging to access, and took approximately 3.5 hours to reach. A truselect was used as first, but then exchanged for a direxion in order to access the vessel. A medical student and junior resident advanced the embold soft coil, and encountered resistance. The physician retracted the sheath and delivery wire and observed that the coil had broken off within the microcatheter. Based on the procedure length and the clinical circumstances, the physician attempted to aspirate rather than withdraw the microcatheter, but the coil did not move. The physician tried to push the coil, but again it did not move. Digital subtraction angiography (dsa) revealed the coil had stretched with a single thin strand extending into the sma, but the sma remained unobstructed. The physician elected leave the coil in place within the center of the vessel. A computed tomography angiography (cta) obtained the following day revealed further coil stretching, with a "brillo" like structure extending into the sma, but the sma was confirmed to be unobstructed by the coil. Vascular surgery was consulted by primary team, who was concerned for vessel damage if intervention were attempted, based on patient condition. The physician ultimately elected to allow the patient to determine whether they wanted additional intervention to remove the coil. After the initial complaint was submitted, the device was surgically explanted from the patient. No further information was provided despite request by boston scientific.

Manufacturer narrative:
Investigation results: media review: media was received in the form of an image. Review of media revealed the device package and labelling. The image did not depict the reported damage to the device. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.